Event description:
It was reported that a whitacre set 25ga 3-1/2in had a needle break during use. Surgery was required to remove the needle.

Manufacturer narrative:
Investigation summary: a device history record review was performed for the provided lot number and the review did not reveal any quality issues during the production process that could have contributed to this incident. 10 unopen samples were received for investigation. The samples were inspected (magnifying glass and microscope used) and no defects were found. As evidence, some pictures were taken with the microscope. No defects (nicks, marks) were found on the surface of the needles. Stylets can be softly removed from the spinal needles. The spinal needles can be removed from the introductory hub without issues. Inspections and tests molding and assembly process of spinal needles are performed in san agustín. After that, spinal needles are manually assembled with the introductory hub (according to ae-013 current version) to form the spinal needle set. Faulty spinal needles are discarded. Packaging process also takes place in san agustín plant. Spinal needled are manually placed in the packing machine. Once packed in the blister, they are introduced in the unit case. Manufacturing inspections: in process inspection is performed according to ae-303/ae-012 (current version): packing: one strip of product per 4 bags (4,000 needles aprox.) Is checked to verify: correct product packaging, product free of damages and dirt, etc... Packaging: during the packaging process of the product, 100% visual inspection of the product is performed by the operator. On the other hand, unit case inspection (25 spinal needles) is performed for each two rows and at the end of the pallet/lot according. In case of faulty part, the operator: removes the defected product. In case of more than 2 defects/ 50 samples, the packing operator has to be informed. If the defect persists, the leader team or process inspector has to be aware. Conclusion: no defects were found in the samples received. No nicks, no other marks in the surface of the spinal needles found. Stylets can be softly removed from the spinal needles. The spinal needles can be removed from the introductory hub without issues. No non-conformances found in lots involved. No maintenance intervention related to the claimed defect. The root cause was not found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a whitacre set 25ga 3-1/2in had a needle break during use. Surgery was required to remove the needle.